Manufacturer narrative:
(B)(4). Explant date: - (B)(6) 2015. Medical product: nexgen lps-flex articular surface catalog # 00596204012 lot # 62301409; reciprocating saw blade strykerâ® recip catalog # 12076119srl lot # 4w024; headed screw 48 mm length single use only catalog # 00579104100 lot # 62916533; headed screw 48 mm length single use only catalog # 00579104100 lot # 62879873; taper stem plug catalog # 00596009900 lot # 62791463; patella reamer blade with pilot hole 41 mm diameter single use only catalog # 00597909541 lot # 62830239; nexgen precoat stemmed tibial component catalog # 00598004702 lot # 62893518. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-04056, 3007963827-2018-00136, 0002648920-2018-00647. Product location is unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was experiencing shifting of the tibial component and as a results of a follow up visit, infection was noted as well. The patient underwent and irrigation and debridement procedure as well as exchange of the polyethylene bearing. Approximately two months later the patient underwent another revision due to chronic infection; all implants were removed and replaced with antibiotic spacers.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.